Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced slurred speech during the trial procedure. The physician did not believe this was related to the device. The procedure was aborted and the patient recovered without sequelae.